Event description:
Initial info rec'd from a physician on (B)(4) 2012: a female pt initiated poly-l-lactic acid (sculptra aesthetic) (lot# and expiration date unk) in both cheek areas. She developed nodules about a yr after receiving the injection. The nodules have developed in the area where the poly-l-lactic acid was injected. About (B)(6) ago (2012), the physician tried intralesional triamcinolone acetonide (kenalog) and oral doxycycline as treatment for the nodules. The physician states he thinks the nodules have gotten a little better after the first injections. The physician just recently used more triamcinolone acetonide and doxycycline and will see the pt back in a month to re-evaluate. No medical history and concomitant medications were reported. No further relevant info provided.